Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for the following: sampling date: (B)(6) 2025, sampling from: unk, cfu: greater than 100, bacterial identification: klebsiella spp .(pneumoniae) sampling date: (B)(6) 2025, sampling from: unk, cfu: greater than 100, bacterial identification: pseudomonas aeruginosa and klebsiella spp. (Pneumoniae) sampling date: (B)(6) 2025, sampling from: unk, cfu: greater than 33, bacterial identification: pseudomonas aeruginosa and serratia marcescens. Sampling date: (B)(6) 2025, sampling from: unk, cfu: greater than 16, bacterial identification: pseudomonas aeruginosa and serratia marcescens. Sampling date: (B)(6) 2025, sampling from: unk, cfu: greater than 100, bacterial identification: pseudomonas aeruginosa and klebsiella spp. (Pneumoniae) the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Updated fields: d8, d9, g3, h2, h3, h6, h11. The device was evaluated where no abnormalities were found that could have led to the reported event. The device was tested negative by olympus, therefore the user request is not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.